Manufacturer narrative:
Analysis reports that the insulin pump passed the displacement test and self test. The insulin pump was unable to complete download due to multiple displayable history check failed on startup alarms noted in alarm history screen. The displayable history check failed on startup alarms noted due to corrupted history file. The insulin pump was received with minor scratched window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a many scratches on the display and it was worn. The customer blood glucose level was 129 mg/dl. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.